Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusive.

Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the atrial lead exhibited over-sensing noise, inappropriate mode switch, and an increase in right ventricle pacing likely related to the noise. No intervention was performed. Patient was stable.